Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and lynx suprapubic mid ¿urethral sling were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted along with concurrent vaginal hysterectomy, uterosacral vault suspension, anterior repair and cystoscopy due to pop and sui. It was reported that patient underwent mesh removal and revision on (B)(6) 2012 and lynx suprapubic mid- urethral sling was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, spasm, rectocele, pelvic organ prolapse, irritation, bleeding, dyspareunia and bowel and urinary problems

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.